Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced foreign body under the left eye (os) at one day post op exam. The patient¿s chief complaint was that eyes were swollen but could see. The patient commented on right eye was great but the left eye is a little hazy. The surgery center performed a flap rinse. Follow up indicated the patient's vision is great, doing well and no loss of best corrected vision.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.